Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and loss of capture. Troubleshooting was performed however the threshold remained elevated with intermittent loss of ventricular pacing capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.